Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat a cystocele on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01733. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that on (B)(6) 2010, the patient underwent mesh revision. It was reported that the patient underwent excision and cystourethroscopy on (B)(6) 2012, due to dyspareunia, secondary to extruded permanent sutures from previous prolapse repair operation. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent sigmoid resection, rectopexy, colpopexy, bard product placement and total abdominal hysterectomy on (B)(6) 2010 for vaginal prolapse and pelvic floor dysfunction. It was reported that patient underwent exam under anesthesia, cystourethroscopy and excision of extruded sutures of mesh on (B)(6) 2013 for mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.